Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stenting procedure performed on (B)(6), 2010. According to the complainant, the physician pulled back on the finger ring of the device, but was unable to withdraw more than 10cm of the suture thread. The suture thread became tangled outside of the patient and broke. The stent failed to deploy, so the device was removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully crocheted on to the device; however the deployment suture was broken. During a functional evaluation, an attempt was made to retract the deployment suture; however resistance was encountered and the stent was unable to be deployed. Analysis of the deployment suture revealed that it was looped around the catheter shaft in such a way that prevented stent deployment. Once the deployment suture was un-looped from around the shaft, the stent was able to be deployed without issue. It is most likely that the deployment suture broke from the force applied during the attempt to deploy the stent. Based on the condition of the returned device, the most probable root cause is manufacturing, due to the deployment suture being looped over the distal end of the shaft during the manufacturing process. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stenting procedure performed on (B)(6), 2010. According to the complainant, the physician pulled back on the finger ring of the device, but was unable to withdraw more than 10cm of the suture thread. The suture thread became tangled outside of the patient and broke. The stent failed to deploy, so the device was removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.